Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the moderately tortuous and mildly calcified left main trunk- left circumflex and left anterior descending artery. A 3.00 x 28mm synergy xd drug eluting stent was advanced and deployed for treatment. However, post procedure after several hours, thrombosis was confirmed in the stent. A non-boston scientific aspiration catheter and balloon catheter were used for treatment. Dilation was performed and confirmed that crimping to the blood vessel was sufficient. There were no further patient complications reported.